Event description:
It was reported that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudo tumor formation after rejuvenate femoral component due to modular neck-stem mechanism failure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.